Manufacturer narrative:
H3: the revision reported was likely the result of a deterioration of the bond between the keeled glenoid component and the bone while being implanted for over 11 years, which led to aseptic (non-infected) loosening of the glenoid component. However, this cannot be confirmed because the component was not returned for evaluation and radiographs were not provided.

Manufacturer narrative:
Pending investigation. D10: replicator plate. Torque screw. Humeral head, short.

Event description:
As reported via clinical study, the patient had an initial right shoulder replacement on (B)(6) 2008. The patient presented to the surgeon on (B)(6) 2015 and (B)(6) 2019 with progressive loosening of the glenoid component that is well tolerated, in relation to cuff disease since 2015. The patient was revised on (B)(6) 2019 for aseptic glenoid loosening. The case report forms indicate that this event is unlikely related to devices or procedure. Outcome: resolved.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A review of complaint history was unable to be performed as the relevant device and event information was unknown. A definitive root cause was unable to be determined; however, may have resulted from a deterioration of the bond between the keeled glenoid component and the bone while being implanted for over 11 years, which led to aseptic (non-infected) loosening of the glenoid component. However, this cannot be confirmed because the component was not returned for evaluation and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.